Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. No further follow-up is planned. The reporter stated the patient started using the device approximately 8 years ago. There was no product complaint for the device, and the device was not returned for investigation. There was evidence of improper use of the device. The device model duration of use and suspect device of duration was approximately 8 years. The user manual states "do not use your pen for more than 3 years after the first use or past the expiration date on the carton".

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: n/a. This spontaneous case, reported by a consumer, who contacted the company to report adverse events and a product complaint, concerned a female patient of unknown age and origin. Patient had no medical history, no previous drug adverse reaction and no family drug reaction. The concomitant medications were unknown. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections, (humulin 70/30) through a cartridge, 14 units each morning and 12 units each evening, administered subcutaneously, for diabetes, beginning on unknown date on (B)(6) 2011. She also received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog 50) through a cartridge, 28 units administered twice daily, via subcutaneous route for diabetes, beginning on unknown date on (B)(6) 2025, via a reusable pens humapen ergo ii beginning on unspecified date in 2017 or 2018 (improper use). During human insulin isophane suspension 70%/human insulin 30% treatment, she experienced high blood glucose and her dosage was gradually increased ultimately reaching 32 units administered twice daily. During unknown date in 2016 or 2017, blood pressure was sometimes high and sometimes not high, at that time corrective treatment was not taken and during 2018 or 2019 the medication became necessary for high blood pressure, thus began taking concomitant medication zuoxu and iping xx tablets (specific drug name and occurrence time were unclear). On unspecified date on (B)(6) 2025, due to high blood glucose accompanied by vitreous hemorrhage in eye, eye surgery was performed. Her physician indicated the eye issue might be related to high blood glucose, suggested high blood glucose might involve long term use of insulin (human insulin isophane suspension 70%/human insulin 30%) that led to drug resistance (specific occurrence time unclear), thus on unknown date on (B)(6) 2025, she self-switched to insulin lispro protamine suspension 50%/insulin lispro 50%. Her insulin lispro protamine suspension 50%/insulin lispro 50% dose was self-adjusted from 28 units twice daily to 30 units twice daily. On (B)(6) 2025, due to injection pen (humapen ergo ii) issue, she arbitrarily injected an unspecified amount of insulin lispro protamine suspension 50%/insulin lispro 50% (specific dose for injection was unclear) (possible incorrect dose administered). (Lot. No: 1706d03, (B)(4) the events of vitreous hemorrhage and blood glucose increased were considered serious by the company due to medical significance. Further information regarding corrective treatment and outcome of events was unknown. Status of human insulin isophane suspension 70%/human insulin 30% therapy was discontinued and status of insulin lispro protamine suspension 50%/insulin lispro 50% was ongoing. Follow-up was not possible since consent to contact reporter and hcp were denied. The operator of suspect humapen ergo ii was unknown and his/her training status was not provided. The general and suspect humapen model duration of use was unknown. The suspect humapen returned and replaced. The reporting consumer related the events with human insulin isophane suspension 70%/human insulin 30% and insulin lispro protamine suspension 50%/insulin lispro 50% but did not provide relatedness of events with humapen ergo ii devices. Edit 30-dec-2025: upon review, updated the event insulin resistance to drug resistance. Corrected narrative to the physician suggested high blood glucose might involve long-term use of insulin had led to drug resistance. Updated action take for insulin lispro protamine suspension 50%/insulin lispro 50% to ongoing. Update 30-dec-2025: information from the initial reporter was received on 24-dec-2025. No new information was provided and no changes were made in the case. Update 21-jan-2026: upon review of this case, the adverse event(s) and (B)(4) did not coincide.